Manufacturer narrative:
Tel - (B)(6). It was reported cardiosave intra-aortic balloon pump (iabp) unit ¿system overheating occurred¿, overheating occurred during patient use. The problem continued even after restarting, so customer replaced the pump. A getinge field service engineer (fse) says symptoms reappear upon startup. The thermistor was replaced because an abnormality was found in the compressor temperature measurement. No additional information is available. Gfe was raised for the service order (so) but not available,. Unit cleared for clinical use is unknown. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received in future related to part replacement / part return will reopen the complaint and update it. Patient involvement harm reported was unknown.

Manufacturer narrative:
Service order report is attached in parent record it was reported cardiosave intra-aortic balloon pump (iabp) unit ¿system overheating occurred¿, overheating occurred during patient use. The problem continued even after restarting, so customer replaced the pump. A getinge field service engineer (fse) says symptoms reappear upon startup. Compressor output test confirmed that the compressor temperature measurement was higher than the measured value. The temperature sensor threaded probe was replaced because an abnormality was found in the compressor temperature measurement. Compressor output test and running test were performed, with good results. Patient involvement was there, harm reported was unknown.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has system overheat. The problem continued even after restarting, so the pump was replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).